Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds and loss of capture with no asystole noted, however the patient had fallen and fractured their right hip. The device follow-up was increased. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection found multiple cuts in the insulation that were likely induced during explant procedure. Initial resistance testing found the lead was not electrically continuous, and an x-ray was performed and revealed that the inner coil was fractured near the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during the lead explant caused the inner conductor coil to break. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture thresholds and loss of capture with no asystole noted, however the patient had fallen and fractured their right hip. The device follow-up was increased. No additional adverse patient effects were reported.